Manufacturer narrative:
This report is provided because the device evaluation included in the initial report was incorrect. The correct device evaluation summary is found in this section. No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 114 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.